Event description:
The user dropped the unit and damaged the front panel and the pt cable connector. Subsequently, it was noted that the noise level in the ECG signal prevented usable diagnosis. There was no pt involved. The event is not occurring more frequently or with greater severity than is usual for the device.